Event description:
Customer forwarded the following: "while transporting a patient down stairs, female, two metal posts under the chair broke in two while coming down the stairs. No injuries to the patient or emts."